Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 80mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot crmbwy, conformed to the specifications when released to stock in 12th november 2014. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a male patient with a brain tumor. Doi and the initial setting pressure are unknown. On (B)(6) 2015, the device was replaced due to suspected occlusion, and the patient's condition is good after the revision. Further information would be provided as soon as (B)(4) receive it from the facility.